Event description:
According to the literature, a retrospective study investigated the impact of yttrium-90 transarterial radioembolization before surgery in patients undergoing right or extended right hepatectomy for hepatocellular carcinoma between (B)(6) 2013 and (B)(6) 2023. Of 39 patients, 18 patients underwent preoperative radioembolization and 21 underwent upfront resection. Parenchymal transection was carried out using a competitor ultrasonic dissector and ligasure. The right hepatic duct was transected within the liver parenchyma. Postoperative complications included biliary fistula. Reconstruction of the falciform ligament was routinely performed at the end of the procedure. Surgical drains were placed based on intraoperative assessment, particularly in cases with risk of biliary leakage. Impact of preoperative yttrium-90 transarterial radioembolization on patients undergoing right or extended right hepatectomy for hep atocellular carcinoma

Manufacturer narrative:
D10 concomitant products: unknown ligasur, unknown ligasure instrument (lot#: unknown), unknown ligasur, unknown ligasure instrument (lot#: unknown) andrea p. Fontana. "Impact of preoperative yttrium-90 transarterial radioembolization on patients undergoing right or extended right hepatectomy for hepatocellular carcinoma", 2025, https://doi.org/10.3390/cancers17152556 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.